Manufacturer narrative:
Based on technician statement, o2 gas module has been pointed as defective. The repair will be handled by third-party, therefore there was no on-site visit performed by our technician. No more information could be provided. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). Unfortunately the defective part and device's logs were not provided for further analysis. The cause of the issue was determined as related to defective o2 gas module. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on (B)(6).

Event description:
It was reported that the ventilator generated alarm indicating low minute volume. There was no patient harm. Manufacturer's ref#:(B)(4).